Manufacturer narrative:
Event or problem were updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated per the doctor, the neurosurgeon who replaced the catheter said there was no device or patient therapy issue. The loss of consciousness was not related to the device or therapy. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(4), UDI#: (B)(4), implanted: (B)(6)2002, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of baclofen at 524 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2020, it was reported that the patient was found at home unresponsive with pills in their mouth. The patient was in the ICU and the patient's managing hcp referred to neurosurgery to replace the catheter. The neurosurgeon did not observe anything abnormal with the catheter, but the catheter was replaced anyway on (B)(6) 2020. The catheter was discarded. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. It was unknown what, if any, diagnostics or troubleshooting measures were performed. The issue was considered resolved at the time of the event. The patient status was listed as "alive, no injury". No further complications were reported.